Event description:
It was further reported that the reported device malfunction was observed at the beginning of an unspecified therapeutic procedure. The patient was under general anesthesia at the time. There was no delay, and the procedure was completed using another device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for these events were not established. However, it is probable that the no image and e216 (scope communication error) code issue occurred because of a failure of the image sensor unit, defect of the circuit board inside the video connector, or defect of the system side. It is probable that the b30 (scope communication error) code occurred because of a failure of the image sensor unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope displayed no image. There was no report of user or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. It was determined, due to the failure of the imaging unit, the screen becomes black, and no image is displayed. In addition, e216 and b30 (scope communication error) codes were displayed. The curved rubber adhesive part was missing. The video connector was deformed. The video connector case was cracked. Scratches were observed on the video cable. The product label on the video connector came off. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.